Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 680 mg/dl. It was stated that the customer was drowsy, nauseous, and was vomiting prior to being hospitalized. Assisted the caller in programming the basal rates into the insulin pump. Nothing further was reported.